Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial events are falling in atrial blanking period possibly triggering inappropriate mode switching at times. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.